Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, prior to going to bed, the patient¿s last known cgm reading was 158 mg/dl. At approximately 4:30 a.m. On (B)(6) 2026, the patient awoke to a cgm alert indicating that the sensor had failed. The duration of time the sensor may have been in failure status prior to the alert was not reported. Following the alert, the patient stated that she does not recall subsequent events. According to the patient¿s husband, she became unresponsive. He obtained a blood glucose meter reading of 61 mg/dl and administered ¿sugary water.¿ after approximately 30 minutes, the patient regained responsiveness. It was further reported that it took approximately 2-3 hours for the patient¿s blood glucose levels to stabilize and for her to feel ¿back to normal.¿ the patient did not seek evaluation or treatment from a higher level of care. At the time of the report, the patient was reported to be ¿fine.¿ performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.